Event description:
This device reached eri in 2007 according to home monitoring reports. On the following month, the device was interrogated and found to have a very low battery voltage of approximately 4.5v. Explant and replacement was recommended and carried out on the next day. Device was received on 01/02/2008.